Event description:
It was reported that @ 186,000 joules and 31 minutes of use, "tip came off" was observed. The tip was retrieved. The procedure was completed with a second fiber. There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip came off" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip (cap) was not cleaned during the procedure.